Manufacturer narrative:
The complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was initially reported by an eye care professional that a consumer used a year's supply of contact lenses and developed an ulcer in the right eye (od) last (B)(6) 2017. The ulcer resolved after five days. It was further stated that the consumer had regular eye checkups, changed her contact lenses daily, and had no other eye infections. Additional information has been requested but not received.

Manufacturer narrative:
The complaint product was returned for evaluation and was found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).